Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the method of bolus delivery changed to an extended bolus twice in one day. Reportedly, the customer intended on delivering a standard bolus request of 0.5 units of insulin, however, the pump delivered a 0.5 unit extended bolus. Customer disconnected from the pump, and when the customer went to connect back to the pump the pump displayed a new 1.2 unit extended bolus in progress. Customer was able to cancel the extended bolus prior to reconnecting to the pump to continue insulin therapy. Customer stated that the pump history shows that one standard 0.5 unit bolus was delivered and one 1.2 unit extended bolus was canceled. Tandem technical support requested for the customer to upload pump data for further verification, however, customer stated that they are unable to upload pump data. Customer had elevated blood glucose levels (288 mg). Customer delivered a bolus to stabilize blood glucose levels. Customer indicated that they will continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.